Manufacturer narrative:
A software investigation analysis was initiated. Analysis found that the behavior described was the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9735638, software version: (B)(4). No system checkout was performed as the resolution was confirmed on the call. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the system showed "localizer not connected". The site disconnected the electromagnetic localization system box from the system and power cycled both. When the site connected the electromagnetic localization system box, the issue resolved. There was no patient present when this issue was identified.